Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump showed physical damage, including a crack on the battery tube threads, and the battery cap was reported as lost. The customer reported no adverse event. The event involved product(s) mmt-1880. The damage was determined to impact pump functionality. The customer was advised to discontinue use of the pump, revert to their backup plan per health care professional instructions, and place the pump in storage mode. A replacement battery cap was recommended, and the customer was reminded to monitor the metal contact on the pump battery cap during routine battery replacement. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, partially broken off battery tube threads, cracked case at belt clip rail corner, severely stained serial number label, peeling end cap address label, and scratched case. Cosmetic damage was confirmed on the battery and label area during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.